Manufacturer narrative:
A clinical review of the device memory data revealed the patient had a vt event on the day of death. Such an arrhythmia could have resulted in transient loss of consciousness and/or the reported fall. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient passed away a couple weeks ago. A partial autopsy performed confirmed the cause of death was due to a blunt force head and neck injury from a fall. The patient's physician contacted the medical examiner a couple days after the autopsy was performed and expressed concern that the implantable cardioverter defibrillator (ICD) may have inappropriately shocked the patient, contributing the fall. The patient was cremated. The device has been returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
Upon review of the device memory, all measurements were normal and within range since (B)(6) 2012, with varying intrinsic amplitudes in the ra, rv and lv. There were a total of 140 tachycardia episodes since (B)(6) 2012 (which was the date of the last device reset). 95 of these were non-sustained events, 16 were events with no-therapy programmed, 22 were other untreated episodes. The arrhythmia logbook showed tachycardia zones programmed with vt at greater than 180 bpm and vf at greater than 210 bpm. No-therapy was programmed in the vt-1 zone, but stored events at greater than 150 bpm. From (B)(6) 2013 (date of death), there were multiple episodes recorded. Of these, 5 were pmt episodes. All other episodes were non-sustained ventricular episodes. On (B)(6), 2013, a vt episode was detected and atp was delivered. On (B)(6) 2013, an episode in the vf zone was detected and converted with one episode of atp. This was the only episode that occurred before the patient's date of death that had a stored electrogram. The electrogram documents the abrupt onset of a monomorphic, appearing to be ventricular tachycardia, which was treated with atp. There were 6 fast beats after the atp was delivered and then the rate slowed before pacing resumed appropriately at the max tracking rate. The next ventricular episodes occurred on the date of death, starting at 8:16 pm. The last episode on that day occurred at 8:51 pm, lasting one minute. There were multiple episodes where therapy was delivered and multiple episodes where no therapy was delivered because the rate fell in the vt-1 zone. It was concluded that based on the available data, the device appeared to have functioned appropriately based on programming and design. Based on the stable lead impedances until the end of may, after the patient passed away, it's reasonable to conclude that the device was sensing and detecting appropriately as it was demonstrated to have done as recently as (B)(6) 2013.